Event description:
It was reported that, approximately 10 months post implant, the right atrial (ra) lead exhibited an abrupt increase in thresholds and an alert for high capture thresholds. It was also reported that there is low amplitude and variability of r-waves on lead trends. Both the ra lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.